Manufacturer narrative:
Based on provided quality control data, controls are not always run on the instrument . No controls were measured on 18-dec-2025. Controls run after the event were acceptable. High imprecision is seen in control data. A review of alarm trace data showed no relevant alarms. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys vitamin d total iii on a cobas e 402 analytical unit. The first sample initially resulted in a vitamin d value of > 120 ng/ml. The sample was repeated on a second analyzer, resulting in a value of 17.4 ng/ml. The sample was also repeated on the complained analyzer, resulting in a value of 21.7 ng/ml. The second sample initially resulted in a vitamin d value of > 120 ng/ml and it repeated as 23.3 ng/ml.

Manufacturer narrative:
The vitamin d reagent lot number was 881659. The reagent expiration date was requested, but not provided. The analyzer was decontaminated. The vitamin d assay was re-calibrated and controls were run. Controls were acceptable. Multiple patient samples were repeated on a second analyzer and results matched. The investigation is ongoing.